Manufacturer narrative:
Correction: d2 field: common device name. Updated to "implantable cardioverter defibrillator" h6 field: device codes. "Under-sensing" included. H6 field: patient codes. "Code 3191: no code available" was omitted as the device reprogramming is the resolution of the event. Additional information has been requested to the representative. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). The inappropriate electric shocks were delivered in an isolated episode and there is evidence of therapy exhaustion for this episode. Also, there is evidence indicating that the device undersensed isolated atrial beats during the arrhythmias episodes. The device was reprogrammed and will continue to monitor the patient. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
Additional information has been requested to the representative. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). The inappropriate electric shocks were delivered in an isolated episode and there is evidence of therapy exhaustion for this episode. The device was reprogrammed and will continue to monitor the patient. The device remains in service. No additional adverse patient effects.